Event description:
It was reported, the patient presented with a well fixed securfit ha cup & securfit ha stem implanted 8 years prior. Massive osteolysis of the left pelvis was found at time of surgery. To date: pathology reports have ruled out a dimerous growth.